Event description:
Customer reported that a newborn infant was receiving tpn compounded on the unit. His serum magnesium level was markedly elevated. Chemical analysis of the tpn solution showed it contained a several-fold excess of magnesium and the level of calcium was undetectable. The caller stated that there is a high probability that a bottle of magnesium sulfate was hung on the calcium gluconate station. In this way, magnesium would be delivered instead of calcium. The unit was programmed to deliver ml of magnesium sulfate and 15ml of calcium gluconate. The infant is symptomatic. To rule out malfunction of the unit. It will be sent to product services for eval. Update by customer: infant's serum magnesium levels: 4/7@1600- 1.3meq/dl (wnl), 4/8@400- 11.2, 4/8@0730- 11.8 (maximum), 4/13 am- 1.5(wnl). Levels slowly returned to normal from 4/8 to 4/12. Neither dialysis or pharmaceutical therapy was employed. While still weak, muscle tone is normal and customer feels there will probably be no sequelae. Programmed values of mg and ca: 0.6meq/dl and 1.7meq/dl. Mg and ca- lab measurements: 21.6meq/dl and <1mg/dl.